Event description:
It was reported that during a routine pulse generator change out procedure, the atrial lead exhibited loss of sensing and loss of capture. The physician suspected the lead dislodged. The lead was explanted and replaced. No patient complications were associated with the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.